Manufacturer narrative:
Film analysis evaluation: the reported endoleak was confirmed via the films from 13 months post-implant; however, the exact cause/source of the endoleak could not be determined from the films returned. Analysis of the returned CT¿s did not reveal any out of specification stent graft integrity issues near the location of the contrast/endoleak. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. A type ii endoleak cannot be ruled out; however, the contrast did not appear to connect with the sac of the aaa. This appears most likely to have been a type iii fabric endoleak, with no aaa diameter increase currently observed. It is possible that fabric wear from the underlying proximal/external stent(s) of the contra or ipsi limb abrading the bifurcate near the level of the flow divider may be a potential root cause. It is also possible that the limb angulation may have exacerbated the stent abrasion on the fabric. Additional information: it has been determined by the surgeon that the leak was a persistent type ii from the lumbars and ima. The event occurred approximately one year post the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure follow up CT identified a possible type ii/iii endoleak with the ima and lumbar observed to be filling. As the patient is asymptomatic the physician has elected to monitor. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.